Event description:
The customer reported that the insulin pump replacement she got alarmed motor error too. Customer stated the motor error alarm happened during the set up. Customer's blood glucose was 78 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was set to proper time and date. Monitored unit.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.